Manufacturer narrative:
The technician replaced the siderail end tube, bolt, nut and ratchet rivet to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the siderail will not stay in the up and locked position. No patient impact.